Event description:
It was reported that the vns pt was experiencing "electrical pain" in her chest periodically daily for a long time now. Diagnostic tests performed following the onset of the events revealed normal function. X-rays taken of the pt's generator and lead were reviewed. No gross discontinuities in the lead were visualized on portion of the lead body assessed. No obvious anomalies were observed on the x-rays that could be contributing to the reported adverse events. The cause of adverse event is unk. Further f/u with the treating physician revealed that the pt is due for a generator replacement. Good faith attempts to obtain the date for the pending procedure have been unsuccessful to date.